Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Prior to the event, the customer woke feeling dizzy and had a blood glucose of 23 mmol/l. The customer went to work, then lost consciousness. The customer's blood glucose reading was 33 mmol/l when the paramedics arrived. The customer's healthcare professional requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.